Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula kinked within 3 hours of insertion at abdomen on (B)(6) 2024 , which resulted in elevated blood glucose (551 mg/dl), therefore patient had received correction bolus via pump. The patient replaced supplies as necessary and resume insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.